Event description:
It was reported that during a procedure a washer was found in the patient. The washer was removed and the procedure was completed with no medical intervention, delay, or adverse consequences reported.